Event description:
During a customer follow-up, the initial reporter involved with the incident reported a vented nitroglycerin solution set in which a leak was observed at multiple unknown locations. It is unknown when or in which care area this event occurred. There were no reports of patient involvement; there for there were no reports of patient injury or adverse events associated with this report.

Manufacturer narrative:
(B)(4). The sample is not available for evaluation, therefore, the condition cannot be confirmed or duplicated and the assignable root cause could not be determined. If additional information or samples become available, a follow up report will be submitted. Similar reports have been received for the reported problem. The root cause investigation is in progress.

Manufacturer narrative:
(B)(4). A batch review was performed on the reported lot with no deviations found.